Manufacturer narrative:
The investigation for the introducer damage has been completed. Data logs are not relevant to the complication and product was not returned for investigation. Due to the limited clinical details and product not being returned, the root cause of the introducer damage could not be determined. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported a patient was on impella 5.5 smart assist support and during the insertion, air could not be removed from the side tube of the 23 french sheath in the graft insertion. The was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.